Event description:
Cardiac enzymes of cpk and troponin were ordered stat on a pt with known coronary disease when fever and tachycardia developed while hospitalized for another problem. The test has resulted approx 2 hours after the order, in the late afternoon. The results were sent only to the electronic record in this wannabe paperless hospital. In the late evening hours, 6-7 hours after the cpk result of 23,000 -result was normal 2 days earlier- had been determined by the laboratory, an attending consultant serendipitously happened upon the emr of this pt and discovered the life threatening illness, rhabdomyolysis, that was unk to anyone. The results silently populated the emr. Who knew? Therapy was initiated 7 hours late, and possible culprit therapies were discontinued. There are already reports of this type of defect on maude, resulting in death. This pt may die from the renal failure and other complications suffered from this disease. The defect involves a deficiency in the device, a failure to warn that a new result has been sent to the device. It puts every pt at risk of adversity from unexpected abnormal results. The workflow, to work around this defect, requires trained employees to continually scan each repository of the emr for electronically transmitted data, in order to determine in a timely manner, absolute abnormal results or clinically significant interval changes. Hospitals that have deployed emrs and have "advanced" beyond paper results sent to the ward by facsimile or vacuum tube, do not check results in an organized manner to protect pts similar to the one in this report.